Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with blood in the balloon, inflation lumen and wire lumen. The tip, balloon, markerbands, shaft and hypotube were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material located 2mm distal to the proximal markerband, and numerous kinks in the hypotube. Inspection of the remainder of the device found no damage or defects. The reported rupture was confirmed.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.